Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2007. Patient has experienced constant pain in and around her hip, difficulty walking, loss of mobility, and possible chromium and cobalt poisoning. Patient is scheduled to have the asr implant explanted on (B)(6), 2011.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. Patient has experienced constant pain in and around her hip, difficulty walking, loss of mobility, and possible chromium and cobalt poisoning. Patient is scheduled to have the asr implant explanted on (B)(6) 2011. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.